Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received x-ray was performed but no piece was located.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon placed balloon port in the patient, pulled trocar out to find that the pneumo valve was missing. He looked for foreign body in patient but could not find. They don't know whether it was missing out of package or fell into patient. Another device was used to resolve the issue in order complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.